Manufacturer narrative:
The reported event for insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the outer insulation to be damaged at the proximal region of the lead. The cause of the reported event was due to procedure damage.

Event description:
Related manufacturer report number: 2017865-2023-24487. It was reported during unrelated procedure that the right ventricular lead dislodged. This dislodgement resulted in loss of capture and sensing. During revision, insulation damage was noted on the atrial lead. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.